Event description:
It was reported that the tubing separated at an unspecified location when attempting to administer an IV push; "via the injection ports above the unit ". The customer further stated; "tubing was not connected together", and also that there was no patient harm.

Manufacturer narrative:
The customer report that the tubing separated was confirmed based on inspection of the as-received separated set. The separation was observed at the exit of the second smartsite valve and tubing components. No testing was deemed necessary due to the obvious separation. There were no other obvious issues or damages observed with the received set sample. Inspection under magnification of the separated tubing end observed insufficient solvent the root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated at an unspecified location when attempting to administer an IV push "via the injection ports above the unit ". The customer stated that there was no patient harm. The customer stated :"tubing was not connected together"